Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented with ventricular tachycardia, intermittent undersensing was observed. An external shock was required to convert the rhythm. Programming changes were made and the patient was stable following.